Event description:
While the surgeon was advancing the stryker drill bit into the bone, the drill bit broke. Surgeon was unable to retrieve the segment of drill bit in the pt's fifth metatarsal. Drill was completely imbedded.